Event description:
It was reported that during tka surgery, after impaction, was noticed that the anterior part of cutting jig (captures 1 and 2 cuts) of the journey dcf ap femoral cutting block 9, was broken and came off. The procedure was finished with a change in surgical technique, with a surgical delay of less than 30 minutes. There was no injury to the patient.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the bottom of the cutting block fractured off the device. The broken piece was returned with the device. The device was manufactured in 2013. The device exhibits signs of significant wear and usage. A medical investigation was conducted and this case reports that during surgery after impaction, it was noticed that the anterior part of cutting jig of the cutting block was broken and came off. Per complaint detail, the procedure was completed using a change in surgical technique. With less than a 30 minute delay. There was no injury to the patient reported. Since no patient harm is being alleged, no further assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.